Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to evolution® liner exchange due to infection. Au vigilance decision: non-reportable-tga exemption rule 8 applies: adverse event caused by infection is noon-reportable for microport orthopedics products as agreed by tga. (B)(4).